Manufacturer narrative:
A replacement power adapter was sent to the customer. Follow up attempts are still ongoing with the customer to get additional information about the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
Customer reported a breach in the transformer housing. Mom also stated that adapter was smoking and blew the back off and sparked and then cracked.